Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified: the initial reporter also notified the FDA on 12/12/2019 via medwatch # mw5091497

Event description:
It was reported that foreign matter was found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the syringes used for sterile preparation were found to have yellow/brown residue inside the syringes. Bd 50ml luer-lok syringes used for sterile preparation was found to have yellow/brown residue inside the syringes."

Manufacturer narrative:
Investigation: one (1) photo was provided for investigation. The photo shows a filled syringe with three (3) locations circled on the syringe. There appears to be foreign matter on or in the syringe at these locations. Without a physical sample to analyze the foreign matter (fm) that appears to be on or in the syringe cannot be identified; therefore, potential root causes cannot be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter was found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the syringes used for sterile preparation were found to have yellow/brown residue inside the syringes. Bd 50ml luer-lok syringes used for sterile preparation was found to have yellow/brown residue inside the syringes."